Event description:
Consumer placed heating pad between dish rag between the heating pad and her back. Consumer received small burn bubble similar to size to 'patch' on heating pad.

Manufacturer narrative:
As unit was not returned, it is presumed the unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in labeling. Product has been redesigned and improvement implemented. The original design was recalled in 2007.